Manufacturer narrative:
(B)(4), date sent: 12/20/2022, d4: batch # 772a34. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned, with two tyvek's, with the anvil bent upwards and with a gst60w reload loaded in the device. Additionally, the reload was received partially fired 1/2. Upon evaluation of the reload, the reload body, reload deck, and the one-piece sled were noted to be damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. After further analysis, two tyvek¿s were returned with information: device product code pcee60a, lot # x94x2k, exp. Date: 2025/03/31. Reload product code gst60w, lot # 647a60, exp. Date: 2025/01/31. After performing a lot trace on the lot provided and concluded that the file could not be confirmed as diversion. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did match comply with j&j standard. The suspect diversion is not confirmed. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x94x2k, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 772a34, and no non-conformances were identified.

Event description:
It was reported that during the hyperthermic intraperitoneal chemotherapy procedure, the stapler locked on tissue. They attempted to reverse and use the manual release crank and could not get it removed from the tissue. They opened a second stapler and placed it next to the first one and completed the firing and removed the locked stapler with the specimen. That did complete the procedure with no patient consequences. It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Batch #unk. Below are the answers to additional information requested: how was the product purchased? It is unknown however, the representatives have been told that this customer has been purchasing from ethicon (OEM), medline (authorized distributor) and palm harbor medical (unauthorized distributor). We are uncertain where the product in this complaint was purchased through. Is there an indication of how the product was distributed? No, it us unknown exactly who the product was purchased through. Is there any indication of the source? The account buyer/inventory manager informed us that he has been authorized by his leadership to purchase from ethicon, medline or palm harbor medical based upon availability and lowest cost. Based on the packaging, is there any indication of which market the original genuine product may have come from? Some of the packaging looked abused/stressed and the printing on the tyvek was blurred. How many devices are suspected to be diverted? The representatives were informed that the buyer/inventory manager has been purchasing ethicon products through an ud for 8 months or more. We believe that this customer may have been purchasing a wide variety of ethicon products through palm harbor medical. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.